Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area, remove debris, and ensure the cartridge was correctly attached. The caller successfully completed the loading process and resumed insulin delivery.